Event description:
On (B)(6) 2010, the patient's wife reported that about 1 month ago, the up and down buttons on the patient's insulin infusion device began "sticking" and he has had difficulties bolusing insulin. She stated, the buttons work intermittently. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.